Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer stated that the last infusion set change was on (B)(6) 2011. The customer was experiencing unexplained high glucose for (B)(6). The customer's most recent glucose reading was 242 mg/dl, and she was treated with the insulin pump and manual injections. Troubleshooting was performed. The programming, time, and date were correct. It was stated that the reservoir was not connected using the proper connection technique. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was performed.